Event description:
It was reported that patient was admitted to the hospital due to vomiting, weakness, and fever. It was mentioned that during the reprogramming the patient felt dizzy and started to vomit. Patient had a very low blood pressure and paramedics believe patient was severely dehydrated. The patient was doing well post operatively.